Event description:
The customer 's mother reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was not provided. The customer's mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the act button due to moisture damage on keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.